Event description:
Device appears to be intermittently undersensing on atrial lead, noted on current and stored egms, at times resulting in false termination of at/af events and inappropriate atrial pacing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).